Manufacturer narrative:
(B)(6).

Event description:
The sensor was inserted into the arm, which is off-label usage of the device, on (B)(6) 2021.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device displayed new sensor during a sensor session. The sensor was inserted into the abdomen on (B)(6) 2021. No product or data was provided for investigation. Confirmation of the complaint is undetermined and probable cause cannot be determined. No injury or medical intervention was reported.